Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind and basic occlusion tests. The pump was received with leaking motor oil. Unable to prime during the prime test due to a faulty force sensor. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.

Event description:
It was reported that customer received a motor error alarm during bolus delivery. Customer's blood glucose was 14 mmol/l. After troubleshooting, customer was advised that insulin pump will be replaced. No further information provided.